Manufacturer narrative:
Weight and ethnicity not available. Medical product - (concomitant) the account reported that they used one of these 2 patient interface lots at the time of the event: 60290828 and 60290827. Applications support manager spoke with the account after the event and discussed the variables that contribute to flap thickness and to program flap thickness greater than 100. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had a vertical gas breakthrough. Surgeon was able to lift the flap and complete excimer treatment with no patient harm. Flap thickness was programmed at 100um and patient interfaces were not saved.

Manufacturer narrative:
Correction: h4: manufacturing date: the manufacturing site reported that the manufacturing date for the device is 10/05/2009. Additional information: h3: device evaluated by manufacturer? Yes. H6: type of investigation codes 3331, 4110 and 4109. Device evaluation: a review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.